Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a target lesion in the peroneal artery, the physician advanced the 2.0 x 40 mm armada dilatation catheter into the patient anatomy. An attempt was made to inflate the balloon; however, the balloon did not fully inflate. The device was removed and a second balloon was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.